Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 02april2019. The manufacturer's technical services (ts) confirmed the reported issue. The customer was advised to perform the ( performance verification test) pvt to diagnose where the problem is. The unit passed the exhalation port test numerous times after preforming the full performance verification. The unit has been returned to service.

Event description:
The customer reported failing exhalation port test. The device was not in use at the time of the reported event; therefore, there was no patient involvement. Event date not specified; estimate used.